Event description:
A (B)(6) underwent right acl reconstruction on (B)(6) 2006. Post-op the patient had an area thought to be a suture abcess. On (B)(6) 2007, he was returned to surgery for irrigation and debridement.